Event description:
Hmsc reported unexpected eri on (B)(6) 2022. The day before on (B)(6) 2022, the battery was 100 percent. Device currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eri battery status, which was activated on (B)(6) 2022 at 10:21 h during an automatic capacitor reformation, because the maximum charging time was reached. Further inspection of the data revealed a total amount of three charging cycles. The second charging cycle occurred on march 2nd, 2022 at 13:24 h during the episode nr. 97, due to a vf detection. The iegm of this episode revealed that it was triggered due to noise. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields, like a magnetic resonance imaging (MRI). It is therefore assumed that a procedure containing strong magnetic fields, such as an MRI scan, might have led to the clinical observation. The data documented that the MRI mode of the device was never activated. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition, which may damage the ICD. Based on the information available for analysis, a component damage cannot be excluded, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
(B)(6) 2022 device explanted. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eri battery status, which was activated on (B)(6) 2022 at 10:21 h during an automatic capacitor reformation, because the maximum charging time was reached. Further inspection of the data revealed a total amount of three charging cycles. The second charging cycle occurred on (B)(6) 2022 at 13:24 h during the episode nr. 97, due to a vf detection. The iegm of this episode revealed that it was triggered due to noise. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields, like a magnetic resonance imaging (MRI). It is therefore assumed that a procedure containing strong magnetic fields, such as an MRI scan, might have led to the clinical observation. The data documented that the MRI mode of the device was never activated. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition, which may damage the ICD. Based on the information available for analysis, a component damage cannot be excluded, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
(B)(6) 2022 device explanted. The ICD was received for analysis. As a first step, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated, revealing the eri battery status. A total amount of three charging cycles was documented. The returned data and the ICD memory content were inspected. The inspection showed that the eri battery status was activated on (B)(6), 2022 at 10:21h during an automatic capacitor reformation, because the maximum charging time was reached. Further inspection of the data revealed that the second charging cycle occurred on (B)(6) 2022 at 13:24h during the episode nr. 97, due to a vf detection. The iegm of this episode revealed that it was triggered due to noise. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields, like a magnetic resonance imaging (MRI). Furthermore, analysis showed that the magnet resonance sensors of the ICD detected strong electromagnetic fields on (B)(6), 2022 at 13:24h, which indicates the beginning of an MRI. The data documented that the MRI mode of the device was not activated. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the detected MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module, and does not represent a device malfunction. There was no indication of a material or manufacturing problem.